Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 to treat stress urinary incontinence and pelvic organ prolapsed and mesh was used. The patient had surgery on (B)(6) 2011 and another mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures, including repair surgery on (B)(6) 2011. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced pelvic pain and dyspareunia. It was reported that the patient experienced overactive bladder and underwent interstim placement on (B)(6) 2011 and stage ii on (B)(6) 2011. (B)(4). This is one of three medwatches being submitted. See also medwatch 2210968-2012-03881 and 2210968-2012-03883. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that along with 2 mesh implantations, the patient also underwent implantation of advantage (upn) to treat cystocele and rectocele.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-03881 and 2210968-2012-03883. The same patient is represented in each medwatch.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The following possible batch numbers: prosima pelvic floor repair kit - product code prop1; batch 3436415, mfg date: 07/12/2010, exp date: 01/31/2013. Prosima pelvic floor repair kit - product code ni; batch 3453219, mfg 08/26/2010, exp date: 05/31/2013. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.